Event description:
It was reported that the patient presented in clinic for follow up. The lead was diagnostically imaged. Externalized conductors were observed via fluoroscopy. The lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer. Mandatory medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.